Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump was received with blank display. Unable to determine the root cause, problem isolated to mb. Unable to verify external flash crc error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a safety alarm during basal. Blood glucose level at the time of the incident was 142 mg/dl. Customer completed troubleshooting and was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.